Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was intermittently losing time. Blood glucose was 216 mg/dl. Although requested, additional information was not provided.